Event description:
It was reported that the patient received inappropriate therapy. It was also reported that pacing had been inhibited due to the right ventricular (rv) lead exhibiting noise. Additionally, the lead was oversensing and a lead integrity alert (lia) was triggered. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.